Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection resulted in no findings. Power accessories were not returned for evaluation. The device was recertified and returned to the customer. The device logs do not record no power up events. No trend is associated with reports of this type.

Event description:
Complainant alleged that during incoming inspection, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.